Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the tip broke when it was being used on the patient; the tip fell off but recovered easily. There was no patient injury.